Event description:
It was reported that the stent was damaged. The lesion being treated was located in the diagonal and left anterior descending artery. The physician implanted a 3.00x32mm promus element¿ plus stent in the target lesion then post dilated it at 14bars with a 1.2x12mm with a non-bsc balloon. However, it wasn't possible to dilate it so the physician used a 3.5x15mm non-bsc balloon and inflated it to 12bars. It was then noted that the stent shortened. The procedure was completed by implanting non-bsc stents and by using the kissing balloon technique. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).